Event description:
A patient was having a common bile duct stone retrieved via the "trapezoid rx wireguided retrieval basket". As the provider was attempting to extract the bile duct stone, it was too large to come out of the incision that was made, so the provider attempted to break the stone up with the retrieval basket. As he attempted to break up the stone with the provided inflation device, the inflation device broke. The tip that would normally disengage when a stone is too large did not do so in this case. The provider was not able to extract the stone or wire with the inflation device being broken, so staff needed to use an old manual crank lithotripter device to break up the remaining stones. This extended the procedure time by more than an hour.